Event description:
Procedure type: lap bilateral hernia. Reportedly, a loss of pheumoperitoneum was experienced during case. The surgeon removed the structural balloon trocar and inserted a new one to complete the case. It was noticed that a gray piece had come off the original device from proximal end. The pt is a male. No pt injury was reported.

Manufacturer narrative:
Date of initial report: 05/22/2007.